Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked 5 times. No serious injury or medial intervention was reported.

Manufacturer narrative:
The following field was updated due to additional information: describe event or problem: it was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked 5 times. No serious injury or medial intervention was reported. Investigation: one photo was received and evaluated. The photo depicts a 3ml syringe with a needle attached. The needle is inserted into a vial of cyanocobalamin (vitamin b-12). Some of the liquid medication can be seen inside the syringe fluid path while most of the fluid path is empty. Some of the liquid can be seen behind the stopper ¿ between stopper and plunger rod retaining ring. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. While the liquid past stopper can be seen in the photos, it is not possible to determine a potential root cause for the failure. A physical sample is required for a more thorough evaluation and potential root cause determination.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked. No serious injury or medial intervention was reported.